Event description:
Electrodes failed to stick to the skin of a 5 week old male, status post-op for total anomalous pulmonary venous repair performed at another facility (tertiary center). Patient coded while at home; CPR was commenced at home. Patient was transported via ambulance. During code, electrodes failed to adhere to patient's skin. Nurse described patient skin as "strange - almost slimy". Nurse improvised by taping electrode to skin. Manufacturer response for pediatric monitoring electrode, red dot electrode: manufacturer product complaint line was notified. Technical person would call back.